Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a clot was found on the tip of the lead helix. It was not possible to remove the clot. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.